Event description:
The customer reported a leak from an unknown location of a coulter act diff 2 analyzer. The volume of the leak was more than 1 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the waste drain line from the instrument to the drain was kinked, preventing the baths from draining properly and causing an overflow. The fse corrected the waste line to resolve the issue. The fse verified the instrument to meet specified requirements per established procedures. (B)(4).